Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop is alarming "disposable"will not run. This occurred on several pumps when attaching disposable. The event reported not a pump issue, as when putting on new cassette alarm not present. The complaint isolated to disposable. No patient injuries reported.

Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. Twelve (12) cassette sample units were returned with their original closed packaging inside a box was received for evaluation. Visual and functional testing were performed. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, that could cause the failure mode reported. The samples were fully priming and connected without difficult, the pump was set running and the alarm was not activated. The reported issue was not duplicated. The root cause of the reported issue was unable to be determined.